Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, alarms for high o2 concentration and high pressure were generated. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module, air gas module and o2-sensor was replaced and returned for investigation. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient and o2-sensor measure the oxygen concentration. The oxygen gas module was found to be oscillating in the production test system for gas modules. The oscillations were caused by the nozzle unit. The air gas module and o2-sensor was working as expected. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).